Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported " customer is a vet, patient were animals. Staples were not forming / closing. No consequence for the animal. Incident observed when closing the wounds.no medical intervention necessary."

Manufacturer narrative:
Qn# (B)(4). The reported complaint of " misfire/jam-staples not forming/closing" could not be confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported " customer is a vet, patient were animals. Staples were not forming / closing. No consequence for the animal. Incident observed when closing the wounds.no medical intervention necessary."